Event description:
Per the clinic, the device was explanted on june 23, 2020 due to device non-use. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on september 28, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached this report is submitted on november 28, 2022.